Manufacturer narrative:
(B)(4). The complaint states a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the allegation and a root cause was not determined. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.